Event description:
Tech alleged that the head of the bed drifts down several inches when the bed is left overnight. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.